Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026.the event occurred three or more hours after insertion. The insertion site was in upper buttocks. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.